Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument had broken wires. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter however, additional information could not be provided regarding event details.